Event description:
The customer reported that his blood glucose result go up to 450 mg/dl and he did not feel the cannula insert. When he removed the pod, he noticed that the cannula had not deployed and three was insulin all over the adhesive.

Manufacturer narrative:
The returned device was evaluated and the reported failure of the cannula to deploy was confirmed. Its root cause was determined to be a manufacturing error. The release bar was installed incorrectly. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "to avoid hyperglycemia (high blood glucose: check your blood glucose at least 4-6 times a day (when you wake up. Before each meal, and before going to bed)."